Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s ts deployed at the same time when t1 was going to be placed on the meniscus. The ts were not deployed through the meniscus. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s ts deployed at the same time when t1 was going to be placed on the meniscus. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.